Event description:
Report provided by the end user states that they have experienced a small, red, bumpy rash under the bottom edge of the tape border. The end user states that it does not itch and feels more like a little burning sensation. It was discussed with the end user the possibilities of an allergy to adhesive, yeast or fungal rashes and sheer injury from always wearing appliance in the same position. The end user will do a patch test on the tape and try repositioning the skin barrier and may try and otc foot powder. Alternate appliance samples were sent. The end users subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken form a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4)different product applications. The report states that there are no significant trends.